Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the pumping segment separated from the safety clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 24029217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set disconnected the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Pump segment came disconnected at safety clamp when attempting to prime tubing.